Event description:
The user facility reported that an employee sustained a hand sprain while removing a rack from their amsco 7053 hp washer/disinfector. The employee sought medical treatment and was advised to apply ice. The employee has returned to work.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 7053hp washer/disinfector and found that the sliding inlet was detached from the water inlet located at the bottom of the unit's chamber. Further investigation revealed that the retainer screw which secures the sliding inlet was missing. To resolve the issue, the technician replaced the retainer screw and reinstalled the sliding inlet. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.